Event description:
Complainant alleged that while attempting to defibrillate a pt who was in cardiac arrest, the device failed to allow discharge. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.